Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen blacks out when pressed in certain areas. During troubleshooting with tandem technical support it was determined that the customer was pressing on out of bounds areas causing the touchscreen to turn off. Touchscreen was confirmed to be functioning as intended. The customer's blood glucose level was 344 mg/dl. A bolus was delivered via the pump to address the elevated blood glucose level.